Manufacturer narrative:
H3: product analysis # (B)(4): part # 436013b, lot # ca22f056 visual and optical inspection of the centerpiece expander did not reveal any damages that would hinder the implant from expanding. Functional inspection with a sample 13mm inserter confirmed the implant was able to connect and engage, expand and close without any grinding or restrictions. The body set screw appears to be stuck and cross threaded. The set screw appears to have been backed out all the way then threaded back in causing damage to the threads. The set screw is not made to be backed out all the way. This type of damage is consistent with the rethreading of the set screw when backed out all the way. This regulatory report is being submitted due to retrospective review through CAPA 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, user facility) regarding a centerpiece cage used in an corpectomy surgery. It was reported that the locking screw in the implant was extremely difficult to hand loosen and tighten, making it difficult to use with the help of an inserter. This was a routine check of implants and noticed during normal set organization. There was no patient involvement reported. There were no further complications reported regarding the event.